Event description:
It was reported the pt's scs ipg was explanted and replaced due to an infection at the scs ipg pocket site. Further investigation clarified per the physician there was tissue breakdown at the ipg site and a possible hematoma. Due to the pt having an immunodeficiency, the physician placed the pt on antibiotics and replaced the scs ipg to avoid any risk of infection. Additionally, the replacement scs ipg was placed at a new pocket site and the explant procedure went well as well as the pt's status during post surgery follow-up.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.